Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated low battery and shutdown warning messages. However, it is not an indication of a device malfunction. This is in indication that the battery was in a low charge condition and the device will shutdown, as designed. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device inappropriately shut down. Complainant indicated this delayed treatment to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.